Event description:
It was reported that the nurse was ready to hook up the patient but the pump kept alarming no disposable alarm. The nurse turned the pump off, closed the clamp and removed the cassette. The cassette was gently tapped and massaged the tubing. The cassette and was replaced and powered the pump on, however, the alarm persisted. The cassette was removed again, gently tapped the cassette and massaged the tubing to disperse the air bubbles in the line. The cassette was replaced, however, the alarm persisted. There was no additional pump to perform the treatment. No patient injury was reported.

Manufacturer narrative:
No product was returned, however the pump's operators manual indicates that the pump will alarm no disposable, if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. It also states that the pump will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily indicate there is a problem with the pump. The user should consult the manual when this happens. There is no evidence that the pump failed to meet specifications. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.